Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiences were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lots were reviewed. The non-conformances associated with these lots were not relevant to the initial complaint and do not affect product performance. No further investigation will be pursued at this time.

Event description:
Customer reported potential lot to lot variability when testing inratio. Date (B)(6) 2014, lot 310829 - 5.1, 1.4; lot 329654 - 2.2. Testing was performed using the same finger as 1.4 result. Minutes between tests on different fingers; then used the same finger for third test that also used a different strip lot number. Therapeutic range: 2.2 - 2.9.